Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s charging pad had a broken connection, and a replacement charging pad was sent to restore charging capability. Symptoms included no clinical effects. Outcomes included no change in the user¿s health status and no need for medical care. Investigation included a review of the reported device issue and logistics for replacement. Investigation of this case revealed a mechanical connection failure of the charging pad consistent with a device component malfunction affecting the charger interface. It was concluded, based on established findings for similar reports, that the cause was a device component failure of the charging accessory.